Event description:
It was originally reported that the patient had a return of symptoms at night. Patient also had blisters over the implant site and on her hands. The patient was being treated for a yeast infection. The healthcare provider confirmed symptoms of urinary issues and severe incontinence. The hcp attributed the event to the patient accidently turning her programmer up too high. No patient injuries were reported. It was subsequently reported that the patient had her device explanted in 2009 because of infection. Patient outcome was unknown.